Manufacturer narrative:
(B)(4). The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The only available information at this time is a report of a recent med error with insulin that infused too fast. There is no report of patient harm or medical intervention. No other information is available at this time.